Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer administered a manual injection and delivered a correction bolus via the pump to address bg.